Manufacturer narrative:
Returned device investigation 23jan2017 found cracking of the hub. No patient impact or injury reported. During investigation, there were multiple potential lots that may be associated to this report. Unable to determine exact lot number since lot number was not reported. The process has been addressed with changes within an internal corrective action.

Event description:
Turnpike broke at hub while torquing. Informed this was a horizontal heart and difficult case.